Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead had dislodged. During reposition procedure, it was found that the helix failed to be retracted. The rv lead was explanted and replaced. There were no patient consequences.

Event description:
New information received notes that the prior to right ventricular lead reposition procedure, dislodgement was suspected due to increased capture threshold. Chest x-ray was performed and further confirmed rv lead dislodgement.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed and the reported event of increase capture threshold was not confirmed. A full lead was returned in one piece for analysis. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. After cleaning, electrical testing, visual and x-ray inspections were normal with no anomalies found except for procedural damage. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood and tissue and over-torque of the inner coil.